Manufacturer narrative:
Additional information: event site email: (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue as 8 psi value was slightly out off range. To fix the issue, the fse adjusted range and it was also found that the safety disk was slightly loose and needs to be replaced. Fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full address: (B)(6).

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) pressure signal missing. No patient involved.